Manufacturer narrative:
Qn#(B)(4). Since there is no sample returned for investigation, one set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample showed no obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest and no abnormality was observed on the sample. Cuff pressure of the production representative sample able to be inflate and maintained at 25mbar. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuff and there is no issue found from the simulation test. In conclusion, the complaint was unable to be further investigated due to no sample returned. Since there was no photo received root cause of the leak found prior to use at customer side could not be further verified. Hence this complaint is not confirmed.

Event description:
Reported issue: the cuff would not inflate. A right tube was inserted; desaturation of 95 to 92% which lasted 2 minutes then the patient recovered, and treatment was completed normally.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the cuff would not inflate. A right tube was inserted; desaturation of 95 to 92% which lasted 2 minutes then the patient recovered, and treatment was completed normally.